Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. A DHR review was performed and revealed no related complaint related to this platform. Visual results: visual inspection was performed and both patient head restraint brackets were cracked. Functional testing results: functional testing was performed and the autopulse platform failed testing due to user advisory 2 (compression tracking error) occurred during take-up, thus confirmed the reported complaint of the platform does not start compressions. Further testing of the platform was subjected to a load cell characterization test and it shows that both load cell modules are not functioning properly. Archive data results: a review of the archive was performed and the reported complaint was confirmed. The archive data shows that ua2 message occurred on (B)(6) 2015, rather than on the reported event date given by the customer of (B)(6) 2015. Parts replaced: based on the investigation, the part identified for replacement were the patient head restraint and the load cell modules. Conclusion: in summary, the reported complaint of the platform does not start compressions was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective load cell modules. The damage to the platform observed during visual inspection is unrelated to the reported complaint. The root cause of the physical damage was determined to be normal wear and tear as the platform was manufactured in 2/2007. Following service, including replacement of the patient head restraint and the load cell modules, the platform passed all testing criteria.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
It was reported that during training of the autopulse platform, the device would not start compressions. They were using a fully charged battery and a new lifeband. No patient was involved. No further information was provided.